Event description:
It was reported that patient received inappropriate shocks due to ventricular sensing of the leads. X-rays did not reveal insulation failure. Suspected insulation anomaly on proximal portion of ventricular lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.